Event description:
It was reported that the lead exhibited undersensing, the lead could not be repositioned due to inability to extend helix. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.